Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system encountered recoverable fault 25521 on the remote arm controller (rac) 2. The procedure was completed with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-sept-2022: the system started up with no issues. The issue occurred during the procedure. The master tool manipulator (mtm) was not manipulating the arm. They procedure was successfully completed with the other surgeon side console (ssc) which worked as expected.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulator- right (mtmr) and the remote arm controller (rac) 2. The system was tested and verified as ready for use. Isi has received mtmr involved with this complaint and completed device evaluation. Failure analysis investigation unable to be reproduce, but could confirm the customer reported complaint as having occurred via field error logs. Visual inspection was performed. The mtmr was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem. Isi has received rac involved with this complaint and completed device evaluation. Failure analysis investigation could not replicate or confirm the customer reported complaint. In-house fa installed rac into pca xi system, started up ssc normal and passed voltage checked, working fan, verified firmware revision, sine tests, idle system for 15 minutes, two hours power cycles no error. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system sk5588. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted to the second surgeon side console after the start of the procedure due to a recoverable error occurring and the master not being able to be controlled. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.